Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by the procedure was converted to open? Was the traditional transanal method used or was it converted to laparotomy? Did the patient experience any rectal bleeding? If so, what interventions were taken to control the bleeding? Did the patient require a transfusion? What is the surgeon¿s experience with the device? Was the device difficult to close? What the device difficult to fire? What confirmation was received to indicate the firing stroke was completed successfully? What grade of hemorrhoids did the patient have? Were they circumferential or one quadrant? Were there any other anal rectal procedures combined with the pph (skin tag excision, etc.)?

Event description:
It was reported that during a prolapsed hemorrhoids procedure, "stapler half way through the hemorrhoid tissue and cut. Potential for bleeding from the hemorrhoidal blood vessels and rectal bleeding. Procedure converted to open. Patient hospitalized."

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by the procedure converted to open? This meant the surgeon had to do conventional method of hemorrhoidectomy, no laparotomy done. Did the patient experience any rectal bleeding? If so, what interventions were taken to control the bleeding? Did the patient require a transfusion? Yes, bleeding was experienced and the intervention was suturing and pressure dressing with a gauze pack, the patient did not require blood transfusion. What is the surgeon¿s experience with the device? The surgeon has carried out several hemorrhoidopexy procedures using the ethicon pph stapler, some on his own and others in the presence of the ethicon medical representative. No specific number given. Was the device difficult to close? This was not reported by the surgeon. What the device difficult to fire? The surgeon reported that the stapler could not go all the way ( plastic to plastic ) during the firing sequence. What confirmation was received to indicate the firing stroke was completed successfully? There was no confirmation of the same. What grade of hemorrhoids did the patient have? Were they circumferential or one quadrant? The surgeon reported grade iii hemorrhoid and the hemorrhoid was one quadrant. Were there any other anal rectal procedures combined with the pph (skin tag excision, etc.)? The surgeon denied any other procedures apart from the pph.

Manufacturer narrative:
(B)(4). The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition accessories were received. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 02/01/2017. Additional information was requested and the following was obtained: as it was reported the patient was hospitalized, was the patient¿s hospitalization extended due to the alleged device issue? The patient's admission was extended due to the fact that a hemorrhoidectomy was done instead of the planned pph.